Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, insulation anomaly was observed. The lead was capped and replaced on (B)(6) 2016. Patent was doing fine during and after the procedure.